Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic, back and hip pain"), back pain ("pelvic, back and hip pain"), arthralgia ("pelvic, back and hip pain"), pelvic congestion ("pelvic congestion syndrome"), uterine leiomyoma ("uterine fibroid tumors x 3"), ovarian cyst ("ovarian cyst"), menorrhagia ("heavy periods"), smear cervix abnormal ("abnormal paps since 2013") and amenorrhoea ("over a year with no periods") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain (seriousness criterion hospitalization) and arthralgia (seriousness criterion hospitalization). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion hospitalization) and migraine ("migraines"). In 2012, the patient experienced amenorrhoea (seriousness criterion hospitalization). In (B)(6) 2013, the patient experienced pelvic congestion (seriousness criterion hospitalization), uterine leiomyoma (seriousness criterion hospitalization) and ovarian cyst (seriousness criterion hospitalization). In (B)(6) 2013, the patient experienced smear cervix abnormal (seriousness criterion hospitalization). On an unknown date, the patient experienced depression ("depression & anxiety") and anxiety ("depression & anxiety"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. In 2014, the amenorrhoea had resolved. In (B)(6) 2017, the smear cervix abnormal had resolved. On (B)(6) 2017, the pelvic congestion was resolving, the uterine leiomyoma, ovarian cyst and menorrhagia had resolved. In (B)(6) 2018, the pelvic pain, back pain and arthralgia was resolving. On (B)(6) 2018, the migraine was resolving. At the time of the report, the depression and anxiety was resolving. The reporter provided no causality assessment for amenorrhoea, anxiety, arthralgia, back pain, depression, menorrhagia, migraine, ovarian cyst, pelvic congestion, pelvic pain, smear cervix abnormal and uterine leiomyoma with essure (ess205). The reporter commented: discrepancy in source: action taken is dose not changed. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5075461) on 21-feb-2018. The most recent information was received on 12-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic, back and hip pain"), back pain ("pelvic, back and hip pain"), arthralgia ("pelvic, back and hip pain"), pelvic congestion ("pelvic congestion syndrome"), uterine leiomyoma ("uterine fibroid tumors x 3"), ovarian cyst ("ovarian cyst"), menorrhagia ("heavy periods"), smear cervix abnormal ("abnormal paps since 2013"), amenorrhoea ("over a year with no periods") and genital haemorrhage ("heavy abnormal bleeding") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram, naproxen sodium (aleve) and vitamins. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain (seriousness criterion hospitalization) and arthralgia (seriousness criterion hospitalization). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion hospitalization) and migraine ("migraines"). In 2012, the patient experienced amenorrhoea (seriousness criterion hospitalization). In (B)(6) 2013, the patient experienced pelvic congestion (seriousness criterion hospitalization), uterine leiomyoma (seriousness criterion hospitalization) and ovarian cyst (seriousness criterion hospitalization). In (B)(6) 2013, the patient experienced smear cervix abnormal (seriousness criterion hospitalization). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("drepression & anxiety"), anxiety ("drepression & anxiety"), uterine enlargement ("enlarged uterus"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was hospitalized from (B)(6) 2017. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. In 2014, the amenorrhoea had resolved. In (B)(6) 2017, the smear cervix abnormal had resolved. On (B)(6) 2017, the pelvic congestion, uterine leiomyoma, ovarian cyst and menorrhagia had resolved. In (B)(6) 2018, the pelvic pain, back pain and arthralgia had resolved. On (B)(6) 2018, the migraine was resolving. At the time of the report, the genital haemorrhage, uterine enlargement, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the depression and anxiety was resolving. The reporter provided no causality assessment for amenorrhoea, anxiety, arthralgia, back pain, depression, menorrhagia, migraine, ovarian cyst, pelvic congestion, pelvic pain, smear cervix abnormal, uterine enlargement and uterine leiomyoma with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: she received other concomitant medications- oral gummy hair skin and nail vitamins. She required to have a hysterectomy to eliminate the cause and have the fallopian tubes as well. Hospitalization was mentioned but not specified and/or assigned to one of the events. Removal date discrepancy (B)(6) 2017 . Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2018: case (B)(4) (MFR number 2951250-2018-03770) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporters and events heavy abrnomal bleeding, abdominal pain, vaginal pain and severe cramping added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5075461) on 21-feb-2018. The most recent information was received on 05-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic, back and hip pain"), embedded device ("there is metal embedded within the myometrium at each cornu / metal"), back pain ("pelvic, back and hip pain"), arthralgia ("pelvic, back and hip pain"), pelvic congestion ("pelvic congestion syndrome"), uterine leiomyoma ("uterine fibroid tumors x 3"), ovarian cyst ("ovarian cyst"), menorrhagia ("heavy periods"), smear cervix abnormal ("abnormal paps since 2013 / hormonal changes describe: abnormal paps ht therapy"), amenorrhoea ("over a year with no periods") and genital haemorrhage ("heavy abnormal bleeding") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hot flashes, sweaty, irregular periods, uterine bleeding, leiomyoma nos and uterine bleeding. Concomitant products included citalopram, naproxen sodium (aleve) and vitamins. In 2009, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain (seriousness criterion hospitalization) and arthralgia (seriousness criterion hospitalization), lasting 3287 days. On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion hospitalization) and migraine ("migraines"). In 2012, the patient experienced amenorrhoea (seriousness criterion hospitalization), lasting 731 days. In (B)(6) 2013, the patient experienced pelvic congestion (seriousness criterion hospitalization) and ovarian cyst (seriousness criterion hospitalization) and was found to have uterine leiomyoma (seriousness criterion hospitalization). In (B)(6) 2013, the patient was found to have smear cervix abnormal (seriousness criterion hospitalization), lasting 1645 days. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("drepression & anxiety"), anxiety ("drepression & anxiety"), uterine enlargement ("enlarged uterus"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping, llo abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), papilloma viral infection ("infection (bladder/ urinary tract/vaginal) type: hpv"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: pcs"), palpitations ("blood or heart disorder/condition type: palpitations elevated labs"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vertigo ("neurological conditions or problems type: vertigo"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), peptic ulcer ("gastrointestinal or digestive : system condition type: peptic ulcers digestion issues") and coccydynia ("tailbone pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed) and essure removal on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. In 2014, the amenorrhoea had resolved. In (B)(6) 2017, the smear cervix abnormal had resolved. On (B)(6) 2017, the pelvic congestion, uterine leiomyoma, ovarian cyst and menorrhagia had resolved. In (B)(6) 2018, the pelvic pain, back pain and arthralgia had resolved. On (B)(6) 2018, the migraine was resolving. At the time of the report, the embedded device, genital haemorrhage, uterine enlargement, abdominal pain, vulvovaginal pain, vaginal haemorrhage, papilloma viral infection, polycystic ovaries, palpitations, headache, nausea, tooth disorder, vertigo, dysmenorrhoea, dyspareunia, fatigue, peptic ulcer and coccydynia outcome was unknown, the depression and anxiety was resolving and the abdominal pain lower had resolved. The reporter provided no causality assessment for amenorrhoea, anxiety, arthralgia, back pain, depression, menorrhagia, migraine, ovarian cyst, pelvic congestion, pelvic pain, smear cervix abnormal, uterine enlargement and uterine leiomyoma with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, coccydynia, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, nausea, palpitations, papilloma viral infection, peptic ulcer, polycystic ovaries, tooth disorder, vaginal haemorrhage, vertigo and vulvovaginal pain to be related to essure (ess205). The reporter commented: she received other concomitant medications- oral gummy hair skin and nail vitamins. She required to have a hysterectomy to eliminate the cause and have the fallopian tubes as well. Hospitalization was mentioned but not specified and/or assigned to one of the events. Removal date discrepancy (B)(6) 2017. Right tube : 5 trailing coil, left tube : 4 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: a. Uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: uterus: proliferative endometrium. Cervix: no pathologic change. Fallopian tubes, bilateral: no pathologic change. Leiomyomata, subserosal and intramural, 1.6 cm in greatest dimension. Metal coils compatible with 'essure coils' identified within fallopian tube lumen (gross examination only) b. Ovary, left "cyst wall", excision: fragments of ovarian stroma, cystic follicle, corpora albicantia, and cyst wall lined by luteinized cells suggestive of cystic luteoma. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; , irregular bleeding, migraines,heavy periods, dyspareunia,ovarian cyst, hpv. Further company follow-up with the consumer, lawyer, lawyer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Events " abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: hpv, apareunia (inability to have sexual intercourse), reproductive system disorder or condition type of disorder or condition: pcs, blood or heart disorder/condition type: palpitations elevated labs, headaches, nausea, dental problems, vertigo, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: peptic ulcers digestion issues, tail bone pain, she did not undergo essure confirmation test, embedded device" were added. Outcome of event " lower abdomen pain" was updated as recovered. Medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 21-feb-2018. The most recent information was received on 19-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic, back and hip pain"), back pain ("pelvic, back and hip pain"), arthralgia ("pelvic, back and hip pain"), pelvic congestion ("pelvic congestion syndrome"), uterine leiomyoma ("uterine fibroid tumors x 3"), ovarian cyst ("ovarian cyst"), menorrhagia ("heavy periods"), smear cervix abnormal ("abnormal paps since 2013") and amenorrhoea ("over a year with no periods") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram, naproxen sodium (aleve) and vitamins. On (B)(6) 2009, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain (seriousness criterion hospitalization) and arthralgia (seriousness criterion hospitalization). In october 2009, the patient experienced menorrhagia (seriousness criterion hospitalization) and migraine ("migraines"). In 2012, the patient experienced amenorrhoea (seriousness criterion hospitalization). In (B)(6) 2013, the patient experienced pelvic congestion (seriousness criterion hospitalization), uterine leiomyoma (seriousness criterion hospitalization) and ovarian cyst (seriousness criterion hospitalization). In (B)(6) 2013, the patient experienced smear cervix abnormal (seriousness criterion hospitalization). On an unknown date, the patient experienced depression ("depression & anxiety"), anxiety ("depression & anxiety") and uterine enlargement ("enlarged uterus"). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure (ess205) was removed on (B)(4) 2017. In 2014, the amenorrhoea had resolved. In (B)(6) 2017, the smear cervix abnormal had resolved. On (B)(6) 2017, the pelvic congestion, uterine leiomyoma, ovarian cyst and menorrhagia had resolved. In (B)(6) 2018, the pelvic pain, back pain and arthralgia had resolved. On (B)(6) 2018, the migraine was resolving. At the time of the report, the depression and anxiety was resolving and the uterine enlargement outcome was unknown. The reporter provided no causality assessment for amenorrhoea, anxiety, arthralgia, back pain, depression, menorrhagia, migraine, ovarian cyst, pelvic congestion, pelvic pain, smear cervix abnormal, uterine enlargement and uterine leiomyoma with essure (ess205). The reporter commented: she received other concomitant medications- oral gummy hair skin and nail vitamins. She required to have a hysterectomy to eliminate the cause and have the fallopian tubes as well. Hospitalization was mentioned but not specified and/or assigned to one of the events. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2018: new event added- enlarged uterus. Concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.